Event description:
It was reported that the patient called an ambulance as feeling unwell. Ambulance attending performed an electrocardiogram (ECG) which shows atrial pacing and loss of ventricular output intermittently. On admission ECG appeared to show left ventricular (lv) only pacing. ECG again performed on the following day with provocative maneuvers at the device pocket, which showed some intermittent loss of output. It was noted there was possible imminent fracture and oversensing thus withholding output. During lead revision, it was observed there was high impedance on the rv lead. The rv lead was explanted and replaced. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.